Event description:
It was reported that a malfunction alarm occurred. No adverse impact to the customer¿s blood glucose level was reported. Technical support provided instructions for resetting the pump, which resolved the issue, and the customer was able to continue using the pump without any recurrence of the malfunction.